Manufacturer narrative:
(B)(4). Field service specialist visited the account and reseated the galvo cables in the driver boards the x, y1, and y2, this solved the problem. He ran test procedures, checked side-cut retrace, ran ring and iek procedures all completed normally. He also installed the galvo cable connection clips. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported ablation pattern is oblong instead of circular during the intacs procedure. They aborted the procedure one second into it when they observed the irregular pattern. It was later known that procedure was not completed that same day.